Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, one tube was found broken during centrifugation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, one tube was found broken during centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-nov-2025. Investigation summary: bd received one sample along with three photos for investigation. Upon evaluation of both, it was observed that the glass tube is broken. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: glass breakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.